Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, the reported damage to the patient¿s driveline was unable to be confirmed. The submitted log file contained events from 25dec2023 through 18jan2024. No notable events were captured. The pump appeared to function as intended and operated at or above the low speed limit (lsl) for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., and hmii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU lists potential adverse events, including infection, that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented in with unrelated diagnosis of infection, however advanced practice providers noted multiple low voltage advisories on interrogation. The patient denied sleeping on batteries more than once in a while but did say they let them wear all the way down. However, the patient's driveline and system controller connectors were frayed down to where you can see exposed wire. They noted that the black connector of the controller had exposed wires right at the bend. The site exchanged the patient's controller but noted that their driveline was an absolute mess. Log file review was requested and captured routine events; there were no notable alarm conditions or parameter changes. The log file displayed low battery advisories while tethered on batteries due to depleted batteries in-use / normal battery depletion; including multiple intermittent power cable disconnects while tethered on batteries. Technical services noted that the log file did not display any low voltage alarms. The patient was sleeping on battery power which was not recommended. Regarding the driveline, technical services noted that there were no events displayed in the log file to suggest a potential driveline conductor/wire damage. Rescue tape application was recommended. The site additionally stated that they didn't need to repair the driveline and would just keep watch for now. Related manufacturer reference number: 2916596-2024-00567 (controller).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.